Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique prior to a leadless pacemaker implantation procedure via a large-bore vein (>8f) sheath. Reportedly, the first suture was placed at the 12 o¿clock position, but a cuff miss [suture retrieval issue] occurred. The perclose prostyle was replaced with a new one, and pre-close at the 12 o¿clock position was completed without issues. The second suture was placed at the 1 o¿clock position, and pre-close was also completed without issues. After the leadless pacemaker was placed, hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.